Event description:
As reported by the study, 28 days after percutaneous coronary intervention (pci), diffuse in-stent restenosis was found.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit and 3-vessel disease was found. A staged procedure was not planned. Pre-procedure medications included aspirin 100 milligrams (mg)/day and statins. Intra-procedure medications included unfractionated heparin. The primary indication for intervention was unstable angina pectoris (troponin negative or unknown). Pre-procedure cardiac enzymes were as follows: ck, ck-mb and troponin were within normal limits. Pci was performed on a 90% de novo lesion in the proximal left anterior descending artery of 26mm in length in a 2.75mm vessel diameter with moderate tortuousity of the proximal segment. The (type c) eccentric lesion was characterized with an irregular contour and moderate calcification. The lesion was pre-dilated with a 2.5x20mm balloon at 10 atmospheres (atm) before a 2.75x28mm cypher select plus stent was deployed at 14 atm with satisfactory results. There was no post-dilation done. The residual diameter stenosis measured 0%. Pre and post- procedure thrombin inhibition in myocardial infarction (timi) flows were not recorded. Intra-vascular ultrasound (ivus) was not used. There were no procedural complications. Post-procedure medications included permanent aspirin 100mg/day and clopidogrel 75mg/day for six months. Post-procedure ck, ck-mb and troponin cardiac enzymes were within normal limits at 6-24 hours post-procedure as well as at discharge. The patient had a 1-month follow-up and reported being asymptomatic. Coronary angiography revealed 90% diffuse in stent restenosis of the proximal lad stent. There was no evidence of stent thrombosis. The patient was reportedly compliant with the aspirin and clopidogrel anti platelet regiment. Statins were also added. The restenosis was treated by balloon dilatation only. In addition, 90% stenosis lesions in the proximal circumflex and in the obtuse marginal were also treated. Additional details were not provided. Please note that this device is not distributed in the united states. However, it is similar to the us distributed.